Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced worsening pleuritic chest pain. An electrocardiogram showed no effusion; however, it was suspected that there was a micro perforation related to the right atrial (ra) lead helix. The lead was explanted and replaced. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.